Event description:
It was reported that a patient underwent a coronary artery bypass graft (CABG) procedure on (B)(6) 2011 and suture was used. The suture broke during anastomosis of coronary with continuous suturing technique. The surgeon re-performed anastomosis. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-02146 and medwatch 2210968-2011-02148. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Representative sample of the product were tested for suture knot tensile strength and the results obtained were in conformance with the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.